Manufacturer narrative:
The insulin pump was monitored for several days, no unexpected low battery noted, passed the displacement and received with normal operating currents. However, the insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low battery alert from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she was sent a new battery cap a week ago. The customer stated that she had to change her battery every 2 days. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that she changed the battery 24 minutes before the call. The customer was advised that the pump will need to be replaced. The customer was advised to return the pump with battery cap and batteries intact and to zero out the basal rates.